Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please confirm the product code for the complaint device? Is it ec45? Yes. Or, is it ec45a? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the reload fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way?

Event description:
It was reported that during an unknown procedure, the knife cuts into the magazine plastic parts from the magazine found in the instrument mouth. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p55t5v. The analysis found that one ec45 device was returned with no apparent damage and with an ecr45m partially fired 1/10 cartridge loaded on the device. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No damaged on the cartridge was noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p55t5v. Investigation summary: the analysis found that one ec45 device was returned with no apparent damage and with an ecr45m partially fired 1/10 cartridge loaded on the device. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. . It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No damaged on the cartridge was noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did any piece of the reload fall into the patient? No. If yes, how was it retrieved? Did this alter the procedure in any way? No.